Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair totally extraperitoneal preperitoneal (tepp), the white pieces on the top of the device snapped off.